Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was difficult to press. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 328mg/dl. Reportedly the customer had manual injections as alternate insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate, however the customer declined to troubleshoot.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally, the alleged fill estimate issue could not be verified. A different issue was also identified.